Event description:
Patient's representative reported "nodules" and "cysts", which is not device-related, and mentioned the recall. This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.The event of breast mass is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: breast mass.